Event description:
It was reported by repair work order that the customer alleged that the unit had a broken foot end release pedal. Upon inspection of the unit by the service technician, it was identified that the release pedal at the foot end of the stretcher was broken off with exposed sharp edges where the pedal plastic was broken.